Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 102 mg/dl at the time of incident. Troubleshooting was performed and it was found that the drive support cap was sticking out. The product will be returned.

Manufacturer narrative:
The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Pump received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Findings: pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart alarm error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart alarm error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.